Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1621402) indicated that there were no non-conformances related to this event and the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed. This is report 1 of 3; from the same user facility same lot number as MFR report #: 3004939290-2016-00283 and 3004939290-2016-00284

Event description:
This is a report of 3 mynxgrip 5f vascular closure devices that met resistance when the user shuttled down and when retracting the sheath during 3 different procedures on the same day. This is report 1 of 3. The device was being stored in an air condition low humidity room. The mynx device was being used with a 5f procedural sheath for arterial closure following a diagnostic coronary procedure. The angle of access was between 30 and 45 degrees. Resistance/friction was not experienced as the mynx device was advanced through the sheath. Prior to shuttling down, the stopcock was opened on the sheath. Excessive force was not applied during shuttle down; however it was reported that "something felt tighter than usual when shuttling down the sealant." Blood return through the advancer tube was observed. The patient bled after deployment, so the user converted to manual compression of 30 minutes or less to achieve hemostasis. There were no kinks in the sheath or device. The sealant was not noted to be stuck to the device components upon device removal. The patient was not hospitalized and/or hospitalization was not extended as a result of this event. The patient was noted to have recovered. Additional information was requested, but was unknown.